Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing broke from the connection to the drip chamber. The following information was provided by the initial reporter: "we have encountered a second episode of an IV tubing set breaking at the site where the tubing connects to the drip chamber. An ers was completed."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing broke from the connection to the drip chamber. The following information was provided by the initial reporter: "we have encountered a second episode of an IV tubing set breaking at the site where the tubing connects to the drip chamber. An ers was completed."

Manufacturer narrative:
H6: investigation summary a photo of a separated 10802688 infusion set was received and analyzed by our quality team. The complaint has been verified with the photo but without a sample for further testing, the root cause of this failure remains unknown. The manufacturer has been made aware of this occurrence. The customer's report of stiff tubing could not be verified without sample and the root cause remains unknown as well. A device history record review could not be performed because a lot number was not provided by the customer.